Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. Confirmed the needle strip thickness and width dimensions to be within specification.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a right shoulder rotator cuff repair, the bottom jaw of the fastpass scorpion, ar-13999mf, was catching the needle as it advanced, resulting in the tip of the needle breaking off inside the patients shoulder. The small tip of needle remained in their shoulder, despite attempts to retrieve intra-operatively. Needle part number was not provided at time of initial report. Additional information obtained 2/3/20. The issue occurred when passing the suture through the rotator cuff tendon. The procedure was an open procedure. The tip of the scorpion needle, ar-13995n (lot unknown), broke during suture passing. No additional implants were needed.